Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was low sample draw volume in one device. Before centrifugation of the sample, there were air bubbles in the separation gel. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was low sample draw volume in one device. Before centrifugation of the sample, there were air bubbles in the separation gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received 1 photo for investigation which depicted both underfill and gel air bubbles. A total of 20 retained samples underwent functional testing and all tubes filled within specification limits. Additionally, 100 retained samples underwent a visual inspection, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes underfill and gel air bubbles. No definitive root cause could be established for the reported defect. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.